Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. A revision procedure was performed and the electrode was explanted and replaced, while the s-ICD was still implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. A revision procedure was performed and the electrode was explanted and replaced, while the s-ICD was still implanted. Additional information received indicates that this s-ICD exhibited noise oversensed on the new recently implanted electrode. Which was suspected to be caused by electromagnetic interference (emi). An x-ray was performed, and it was noted that the new electrode was over the right pectoral area. No reprogramming options were available. The plan is to explant the entire s-ICD system and replace it with a tv. No additional adverse patient effects were reported.

Manufacturer narrative:
Field h6: impact codes and b5 were updated with additional information received.